Event description:
The customer returned the evis exera iii colonovideoscope for annual inspection. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the gray connector was damaged. The air/water and forceps port were damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although it was determined that the connecting tube could not be connected due to the connector being broken by loosening and the looseness was likely caused by stress applied to the connector, a definitive root cause could not be identified. The suggested event can be detected and prevented in accordance with the following IFU: chapter 3 inspection before use 3.2 inspecting the connecting tubes: check the following points on each tube. 3.2 inspecting the connectors: check the following for each connector. The connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents. If any irregularity is found, do not use the equipment and contact olympus. Warning: do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.